Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall and the rv lead was fractured and exhibited an acute jump in impedance. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.